Manufacturer narrative:
Date rec¿d by MFR: 09jul2019. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen assembly revealed no signs of physical damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly passed all testing, and no errors were generated. Root cause: the reported complaint of a ventilator with a touchscreen issue could not be confirmed or reproduced - no fault was found with this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement.